Manufacturer narrative:
The device was not returned for evaluation. The hedron ia triple barrel anchor guide threaded rod fractured during a procedure on (B)(6) 2024. A 29 x 39 mm, 17 mm, 20 degree hedron ia cage was inserted at the l5/s1 level. When removing the triple barrel anchor guide, the inserter came loose and the surgeon noticed that the tip of the threaded rod had snapped off inside the implant. Forceps were used in an attempt to remove the threaded tip, but it was fully threaded into the implant, and could not be removed. The fractured threaded rod was not returned, however pictures were provided that show the failure mode. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery the tip of a threaded rod broke off and remain in the screw post operatively. This event occurred in australia.